Manufacturer narrative:
Lot number: customer reported three possible lot numbers: 76x018, 74x138, and 75x153. Expiration date: for each reported lot number, respectively: 01/28/2021, 07/28/2019, 10/28/2020. Device manufacturer date: for each reported lot number, respectively: 02/08/2016, 07/28/2014, 10/22/2015. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had an occlusion alarm (alarm number: 2) during a bolus. Blood glucose levels were adversely affected and reported in the 300's (mg/dl). Blood ketones were reported at 0.7 (no units provided). The patient used multiple daily insulin (mdi) to address the high blood glucose. The tubing was changed to resolve the occlusion alarm. No permanent injury was reported.